Event description:
The customer called in to report he had been experiencing both high and low blood sugar levels but that he had been hospitalized for low blood sugar levels. The customer's blood sugar level at the time of the event was 36 mg/dl. The significant events leading to the event was that the customer's children found him in the bed vomiting. The most recent infusion set change for the customer was the day before and he was disconnected from the rewind and prime sequence. Troubleshooting was performed on the customer's device and it was found that the drive support cap appeared normal. A displacement test was done on the pump and the test passed. We reviewed the patient's recent events and found nothing out of the ordinary. The time was incorrect on the customer's pump so we advised the customer to contact his doctor regarding his pump settings. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.